Event description:
The pt received two leads with the same lot number. It was reported, the pt was not using the stimulation much, as the stimulation was not effective. The pt reported, she had a back surgery in 2010 which eased the pain in her legs. It was reported, the stimulation was not covering the remaining low back pain, and there was unwanted stimulation to the legs. The pt had been implanted to cover low back and legs. The sjm rep met with the pt and reprogrammed the system but the issues could not be resolved. The pt was sent for an x-ray, but the results were unk. It was reported there were no impedance issues noted with the leads.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.